Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned and displayed error messages resulting in the rio being unavailable for the remainder of the case. The outcome of the case was unsuccessful as the surgery was aborted intraoperatively.

Manufacturer narrative:
Reported event: an event regarding a peripheral error, involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 083 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding peripheral error. There were only 8 other reported events (B)(4). Complaints related to this part number will be tracked through quarterly trend #761. Conclusion: per gsp (B)(4), the technician noted the following: (B)(4) called on (B)(4) 2015 and stated that the system had a peripheral error and would not clear. (B)(4) looked into the logs as requested, however he did not see the required errors identifying the issue since the wrong date was displayed in the logs. I ordered all possible required parts for that error for next day am delivery. Ups and a anspach controller was ordered since I already had a camera on hand. I arrived onsite on the morning of (B)(4) and found the anspach controller power filter fuse was blown. I replaced the qty 1: 204475 fuse and the 203909 anspach controller with a qty 1: 203909-r for isolation, with all posttests passing per the service manual including a burr override and a burr status check. Just an hour later, the system was used in a case and wouldn¿t cut when they tried the hospitals anspach handpiece. Same scenario happened with the peripheral error occurring and the fuse blown. I then replaced the fuse and it would blow as soon as the system was turned on. The hospitals anspach handpiece (B)(4) was suspect for blowing the controller and fuse. The handpiece was sent back to mako for testing and was found to be faulty. This was a brand new handpiece from anspach being used for the first time. The next day (B)(4), I replaced the anspach controller 203909-r with a qty 1: 207558 controller. I also replaced qty 1: 209396 burr cable, qty 1: 207556 power filter assembly and qty 1: 209403 burr cable all for isolation purposes. This 2nd controller worked fine with all testing for 45mins including 3 sawbones. I then plugged in the newly ordered anspach -r handpiece (B)(4) that I just received, and the controller blew again. This handpiece was just tested hours earlier just before shipping it to me. After talking with engineering, a short from phase to housing on the handpiece can cause a controller to blow. I checked for a short and found it on the handpiece. I also found a ground wire on the 203900 wire harness had now melted slightly from the short occurring. Parts were ordered as well as a loaner rob just in case the system was unable to be repaired, as well as a replacement anspach handpiece. Loaner and parts arrived on (B)(4). I installed the loaner rob036 and then got to work again on rob083. I installed the 3rd qty 1: 207558 controller along with replacing the 203900 wire harness with qty 1: 207092 wire harness. Burr status and burr override worked fine with all 4 handpieces, but then I failed the cutter test since the controller was defective and not turning the irrigation pump. Another controller was then ordered. The 4th qty 1: 207558 anspach controller was installed on 8/20 with passing results per the service manual. To further test the system, I performed 3 burr overrides, 3 burr status checks and 3 cutter tests on 4 different handpieces for a total of 36 passing tests. I also completed a field sawbone with passing results. System is ready for clinical use. All other parts were sent back to cs that were not used.

Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned and displayed error messages resulting in the rio being unavailable for the remainder of the case. The outcome of the case was unsuccessful as the surgery was aborted intraoperatively.